Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose of 270mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Assisted the customer to run the high pressure test and passed. Ran a fixed prime test and the device alarmed low reservoir. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was bent. No further information was provided.

Manufacturer narrative:
Insulin pump was received in with a loose drive support disk, scratched lcd window, cracked reservoir tube lip, cracked reservoir tube and cracked end cap. Unable to perform the basic occlusion, prime and excessive no delivery tests due to the loose drive support disk.